Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant, implant was placed in site #19 (class ii bone) on 10-14-96 during a routine procedure. Bone augmentation was performed prior to implant placement on 10-95 using freeze-dried bone and a non-resorbable membrane. The clinician reports that the implant exhibited mobility and was removed on 11-25-96.